Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 5 resolute onyx drug eluting stents were implanted; three in the rca and two in the lad. The following day, patient suffered elevated cardiac enzymes with no treatment carried out. Patient recovered. Cec adjudicated event as a non-q wave mi of the target vessel, 3rd udmi peri pci. Cec assessment commented that there was a large side branch occlusion. Investigator assessed the event is not related to device or anti platelet. Sponsor assessed event is possibly related to device but not related to anti platelet.